Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer¿s blood glucose (bg) ranged from 245-400 mg/dl. Insulin injections were administered to address bg. Customer alleged the pump was not functioning properly. Pump system check was performed with tandem technical support and no issues with the pump were identified. However, customer maintained there was an issue with the pump. Customer reverted to using manual injections for insulin therapy.